Manufacturer narrative:
(B)(4). The customer returned one sealed pouch of product 5-10315 et tube, hvt , 7.5 from lot number 73j1500287. The unit was confirmed to have no breach in the seal. The device was removed from the sealed pouch and visually and microscopically examined. There were no observed defects or anomalies. Functional testing was performed and no leaking was detected. The potential cause of the cuff deflating during pre-test could not be determined based upon the sample received. The returned et tube was found to inflate and deflate with no difficulty. No functional issues were found. However, only a representative sample was received. All et tubes are 100% inspected for inflation and deflation during manufacturing. All et tubes are inflated for 4 hours and then deflated to confirm proper assembly. It is unlikely that this type of damage was present at the time of manufacturing. A DHR review was performed on the et tube lot number with no evidence to suggest a manufacturing related cause. The potential cause of this complaint issue could not be determined based upon the information provided and without the actual complaint sample.

Event description:
The customer alleges that the doctor tested the tube and it immediately deflated.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time since the sample is not available it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the doctor tested the tube and it immediately deflated.